Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected, vitros tropi es results were obtained from three different patient samples when tested on a vitros 5600 integrated system. The magnitude of bias of the vitros tropi es results meets potential health and safety criteria and are reportable. The assignable cause was an instrument related issue. Two within run vitros tropi es precision tests were outside ortho acceptable guidelines indicating that the vitros 5600 integrated system was not performing as expected at the time of the event. An ortho field engineer performed service and maintenance actions to the instrument, including cleaning the microwell incubator and shuttle weight, performed adjustments to the well wash system, cleaned the signal reagent probes and vents and replaced the signal reagent tips. Following service actions, acceptable quality control results were obtained and post service vitros tropi es precision results were within ortho acceptable guidelines indicating the vitros 5600 integrated system was performing as expected. The customer made no indication of any issues specific to accuracy or precision of the vitros tropi es quality control fluids processed using tropies lot 4122. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropies reagent lot 4122. Email address for contact office is (B)(6).

Event description:
The investigation has determined that non-reproducible, higher than expected, vitros tropies results were obtained from three different patient samples when tested on a vitros 5600 integrated system. Patient sample 1 result of 0.359 ng/ml versus the expected result of <0.012 ng/ml patient sample 2 result of 0.522 ng/ml versus the expected result of <0.012 ng/ml patient sample 3 result of 0.223 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropies results for the three patents were reported from the laboratory. However, no treatment was altered, initiated or stopped for the 3 patients and corrected reports were later issued for all three patients. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).